Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that a patient was undergoing a heart failure monitoring device implant procedure. During procedure, the physician gained access and proceeded to use a medtronic 0.18 nitrex guidewire. The physician advanced the wire to the pulmonary artery. The physician used a non-medtronic catheter over the wire. The patient coughed a few times, but the physician proceeded with the right heart catheterization. It was then, that the patient experienced hemoptysis. The patient's status was deteriorating, so the code team was called in to try to resuscitate the patient. The physician did a thoracotomy to try to stop the bleeding. The patient died in the cath lab. The non-medtronic heart failure monitoring device was not opened or inserted into the body. No specific cause of death was listed in the patient¿s chart. The physician believed, that there must have been a perforation, but one could not be identified.